Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving morphine via an implantable infusion pump. It was reported that on an unknown date a catheter dye study was performed and the pump was not turned back on. The caller stated that they ended up in the hospital with withdrawal.